Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reported her daughter had to go to the emergency room (ER) due to high blood glucose (bg) reading greater than 22 mmol/l (396 mg/dl) (with an alternative bg meter) with ketones present after wearing the pod between 4 and 24 hours on the abdomen. At the emergency room, she was 32mmol/l (576mg/dl). The patient felt nauseous, was vomiting and there was bruising noted at the site. At the hospital the patient was placed on an intravenous therapy of fluids and insulin (humalog).